Event description:
It was reported that screw fractured at the thread of the screw and was removed. Implant remains in mouth

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of event unknown / not provided, lot number unknown / not provided, UDI not available, PMA/510(k) number not available.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified the screw fractured at the threads region. Signs of use, screw hex has some damaged. Device history record (DHR) review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (iuniht) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.